Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The 60-70% stenosed lesion was located in the non-tortuous and severely calcified mid circumflex artery. The lesion was predilated with a 2.0mm balloon. The physician encountered difficulty positioning the taxus liberte' 4.0x32mm drug eluting stent. The physician attempted to withdraw the device and the stent dislodged, "losing the guide wire". It was noted that the physician experienced resistance with both insertion and withdrawal. The unexpanded stent dislodged in the left main and was crushed against the vessel wall with another stent. A total of four other stents were implanted in the left anterior descending artery and diagonal. No further patient complications were reported. Patient status is satisfactory.

Manufacturer narrative:
Device analysis can confirm the complaint reported. Visual and microscopic examination of the device revealed that due to dislodgment the stent was not returned for analysis. Solidified contrast media was present inside the inflation lumen of the device. Visual and microscopic examination of the hypotube revealed kinks along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the shop floor paperwork found that the device met material, assembly and product specifications. The most probable root cause of this complaint is handling damage.